Event description:
Received info the pt experienced a fall out of bed two nights ago and now reports no stimulation sensation. Pt stated she landed on her hip right where the ins battery is located. She knows her system was on but felt no stimulation. Additional info has been requested and if received a follow up report will be sent.

Manufacturer narrative:
(B)(4).